Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the buttons of insulin pump had to press harder and multiple times to respond. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the rewind process will stop during changing process, however they had to restart the process. Customer stated that the insulin pump had rejected new batteries, unexplained no delivery alarms, insulin pump ran out of both insulin and battery without giving a warning. The insulin pump will not be returned for analysis.